Event description:
Medtronic protecta 6 weeks after new implant. Rv pacing impedance 57-94 ohms (alert <200 ohms) demonstration of alert tone, resulted in no intracardiac signals and ventricular pacing during tone. Technical support recommend entire system removal. Device and lead were explanted on (B)(6) 2012. Lead tested normally in-situ once device disconnected.